Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, that the receiver would not turn on. No additional event or patient information is available. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The receiver case was opened for further evaluation. An interior inspection found the moisture detection sticker activated. The receiver log was reviewed and screen error alerts, hardware errors, and firmware errors were observed. The customer complaint was confirmed during log review and internal inspection. The root cause determined to be moisture damage. Based on the investigation results this issue has been upgraded from non-reportable to reportable.